Manufacturer narrative:
Unit passed displacement test. Unit alarmed hardware low level failures during self test and confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had multiple hardware low level failure errors after performing self test. The customer's blood glucose level was unknown. The customer reported that they were able to clear the alarm and rewind the insulin pump. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.